Event description:
The user facility reported 72-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump had suction and low flows which prompted premature explant and replacement. When explanted the pump was observed to have biomaterial at the cannula. The 2nd pump successfully supports the patient. No patient harm was reported.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the low pump flow issues has been completed since the original report was filed. The console device was returned and tested after arriving in fs. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. The root cause of low flow was biomaterial ingestion.